Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had a damaged rear case (top), damaged front case (bottom), cracked screen, and an error code 1260 displayed. The event occurred during testing. There was no delay in therapy. There was no physical damage reported. There was no patient involvement and no harm/adverse event reported.

Manufacturer narrative:
One device was returned for evaluation. Visual inspection revealed the rear/front housing cracked on top/bottom corner and lens display, and the downstream sensor and upstream sensor were contaminated. The event history log was unable to be downloaded due to alarm message error code 1260 on the pump display. Functional testing was able to replicate the reported issue. The most probable root cause was determined to be a faulty microprocessor unit board and rear/front housing cracked. The microprocessor unit board and rear/front housing assembly were replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.